Manufacturer narrative:
Concomitant products: product ID 3387, lot # unknown, product type lead; product ID neu_unknown_ext, lot # unknown, product type extension. (B)(4).

Event description:
It was reported the patient tripped and fell which resulted in hospitalization for a broken left clavicle. The patient had hit their head which resulted in a laceration and required stitches. A subdural hematoma had developed post-operatively which was being watched since it was asymptomatic. Scanning was done post fall and identified an acute-on-chronic subdural hematoma. The surgeon took the patient to the operating room to drain the hematoma. The physician determined the subdural hematoma was due to the implant procedure and not the fall. The patient was discharged to home and was doing well.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a published literature article reported that the patient's fall occurred 60 days postoperatively and the subdural hematomas caused mass effect. Along the parasagittal frontal lobe, which was the entry point for the dbs lead, about 1cm of cerebrospinal fluid was present between the skull and the gyrus. The patient had marked penumocephalus postoperatively. The hematomas were believed to be consequence of pneumocephalus, and were surgically drained via bilateral bur holes. A CT scan of the head was obtained 4.4 months after the hematoma evacuation and demonstrated complete resolution of the hematoma.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va09prb, product type: lead. Product ID 3708660, lot# nkn 053028v, product type: extension. Product ID 3708660, lot# nkn053023v, implanted: (B)(6) 2014, product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the fall and clavicle break were not related to the device and the left eyebrow laceration had an unknown study or programming relatedness.

Event description:
Additional information reported the bilateral subacute and chronic subdural hematoma required hospitalization. A follow-up MRI was conducted and revealed the hematomas were resolved. Subsequent follow-up revealed no additional sequelae and the event was considered resolved.